Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to determine the cause of the leak from the dimension vista 500 instrument. The cse observed water under the area of the climate control module(ccm) and removed the condensate tubing fitting from the ccm front. The cse observed and removed a lint occlusion and normal condensate draining performance was restored. The cause of the leak was due to the lint occlusion that blocked the condensate water from the ccm at the drain line connection. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that she slipped due to a water leak from the dimension vista 500 instrument. The customer was neither exposed to biohazardous nor hazardous material. The customer stated that she injured her back due to the slip and required medical intervention. The customer visited the doctor and the doctor is monitoring her condition. The customer returned to work under light duty as per the doctor's instruction. The customer did not provide further details on the required medical intervention. There are no known reports of adverse health consequences due to the customer's injury when she slipped on the water leak from the dimension vista 500 instrument.